Event description:
It was reported that a revision surgery was performed due to pain after 6.5 years in vivo. The acetabular cup was left implanted, and the femoral component was changed to a modular head configuration.